Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a carotid stenting treatment procedure, the stent was unable to be deployed. The physician was attempting to treat a lesion located in the moderately tortuous internal carotid artery (ica) with a 10.0x31mm carotid wallstent. The device was advanced to the lesion against significant resistance. Once the lesion was reached, the stent would not deploy. The device was removed from the patient intact. The procedure was completed successfully with another carotid wallstent. There were no reported patient complications. The patient status is listed as "good". However, returned device analysis revealed stent damage.

Manufacturer narrative:
The complaint device was returned for analysis. A visual examination of the returned device found that the stent was fully mounted and the outer sheath had been retracted 2 mm from the tip. The distal stent wires were partially exposed and it was noted that the valve body was detached from the outer sheath. The distal stent wires are slightly uncrossed. During analysis it was possible to retract the outer sheath by hand and partially deploy, reconstrain and then fully deploy the stent without issue. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)